Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of a long bipolar grasper instrument were bent. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument to perform failure analysis (fa). The instrument was analyzed and found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.059¿ offset at the tips. The complaint was confirmed based on failure analysis. Additionally, the instrument was found to have yaw pulley thermal damage. The instrument was also found to have the conductor wire insulation damaged. A piece of insulation measuring approximately 0.022" x 0.050" was missing and not returned with the instrument. The instrument passed an electrical continuity test.